Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked connector on the lcd. However, the insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, no delivery, and prime tests.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 450 mg/dl. The customer stated that prior to the event he had not eaten and had gotten very worked up, resulting in losing his breath and gagging. The customer stated that when he checked his blood glucose level, he found his blood glucose level was around 430 mg/dl. The customer also stated the doctor found a leak in the tubing, infusion set, lot 50514787. The customer further stated that there is a display anomaly of dots and that scrolling would not clear it. Nothing further was reported.